Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a low heart rate. The implantable pulse generator (ipg) was found to have triggered elective replacement indicator (eri) quicker than expected and had gone into atrial demand pacing with rate response. It was also noted the right ventricular (rv) lead was not capturing and had fractured. The lead was reprogrammed and remains in use and the device was explanted and replaced. No further patient complications have been reported as a result of this event.